Event description:
The pt appeared to become unresponsive. The pt's family member then used the suspect device to check the pt's blood glucose. Family member obtained a result of 111mg/dl. Family member then drove the pt to the emergency room where a lab test was performed. The lab result was 34mg/dl. The pt was treated with a glucose and potassium IV. The pt had taken their meds 4 to 6 hours prior to this incident.